Event description:
It was reported that the patient received inappropriate therapy for svt and vf that were atrial tachycardia with conducted r-waves interspersed, and far-field p-wave sensing on the ventricular channel. Four of the episodes reverted without therapy.

Manufacturer narrative:
Na